Manufacturer narrative:
Physio-control evaluated the customer¿s device and observed that both the charge-pak and attention icons were present on the devices readiness display  physio observed that the device would power on initially, as well as charge and shock at 200 and 300 joules, respectively.  However, when attempting to charge to 360 joules, the device powered off by itself.  Physio downloaded the electronic records from the device and confirmed that the hybrid layer capacitor (hlc) batteries were low, which prevented the device from remaining powered on, charging and shocking, at 360 joules.  Physio then opened the device to perform a visual and physical internal inspection; however, no discrepancies were observed. Physio-control also observed that the device's charge-pak battery charger had expired on (B)(6) 2012. The replaceable charge-pak battery charger provides a trickle charge for the internal hybrid layer capacitor (hlc) batteries.  Physio confirmed that the device's internal hlc batteries had depleted due to not having a fresh charge-pak battery charger installed in the defibrillator.  The depleted hlc batteries prevented the device from remaining powered on.  No further discrepancies were observed. Based on the information available, physio determined that the likely cause of the reported issue was use error due to a failure of the customer to properly maintain the device.   The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on.  There was no patient use associated with the reported event.